Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected on bus. A field service engineer (fse) opened back case using client keys and inspected the cabinet. Found bus cable unplugged. Powered down the device, reconnected the cable, and powered the device back on. Additionally, the fse logged on as cf support and opened hardware test application, verified device was online and communicating. The fse verified matrix drawer, opened and closed properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus and the storage space had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.